Event description:
It was reported prior to implant that the right ventricular lead helix failed to extend. The lead was not implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found stretched/bent and clean. X-ray inspection found no anomalies at the inner coil at the connector region. X-ray examination of the helix mechanism found the helix stretched/bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix found stretched/bent.